Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after closing the pocket, it was noted that the right atrial lead had dislodged. The pocket was re-opened. When attempting to reposition the lead, varying thresholds were observed. The lead was explanted and replaced. The patient's condition was stable.